Event description:
Repair request initiated by the user facility for device with a report that the footed portion was bent. Report escalated to a complaint due to the footed portion of the attachment cut by tool contact. No patient impact was reported. No additional information was available despite numerous attempts.

Manufacturer narrative:
Findings: report was confirmed by evaluation. The footed portion was cut by tool contact. This attachment had been in the field for approximately 32 months without any record of factory service. The preventive maintenance/service manual for the legend system specifies service intervals for attachments based on the hospital usage level. In any case, the maintenance interval should not exceed 24 months. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff".